Event description:
It was reported that the patient had pain in their lower back for a couple of weeks and ¿it got so bad the patient could hardly wiggle.¿ additional information received reported that there was a loss of therapeutic effect. The patient said for ¿about a month or 5 weeks¿ they did not think their stimulator was ¿working like it should.¿ the patient stated they did not feel tingling, did not feel anything, and it was not providing pain relief. It was noted that the patient was looking for someone to check the unit. The patient noted that on (B)(6), they had prostate surgery. The patient stated that the surgery was a ¿da vinci system¿ where they use ¿the gas, the robot and [the patient] was not quite healed.¿ it was noted the patient had soreness in the lower part of their abdomen. The patient stated that they went to the ¿cancer doctor¿ 1 ½ to 2 months prior to report because of the problems with the patient¿s lower stomach soreness and they issued a stomach brace. The patient stated for about 1 ½ to 2 months they had been wearing a ¿back and tummy¿ brace for soreness in their lower stomach. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).